Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope detection function does not work. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of mesh turret and filter turret, light-emitting diode on the front panel blinks when the power is on. Due to poor contact of output socket, the scope detection function does not work. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the panel of the xenon light source was flashing and there is a problem with the xenon lamp. There were no reports of patient harm.